Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "pump 706640 did not alarm occlusion when there was one present." Device operator was a senior building services coordinator. Medication infused was unknown. Patient involvement was unknown.